Event description:
It was reported that the patient had experienced inadequate stimulation. The patient underwent an ipg explant procedure. The explanted ipg will not be returned. No further information has been obtained despite good faith efforts.